Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized because of a low blood glucose level. The customer experienced low and high blood glucose levels. He wanted to replaced his insulin pump with one that did not have the scroll wrap feature. The product was not returned. Nothing further to report.